Manufacturer narrative:
(B)(4). Date sent: 8/18/2015. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did jaws of device cut tissue (as jaws were empty when fired because clips fell from jaws)? Or did clip cut tissue? Jaws. Was there any bleeding? No. If bleeding, how much bleeding occurred? N/a. How was bleeding controlled? N/a. Was there any change to procedure or post-op patient care? No.

Event description:
It was reported that during a coronary artery bypass graft (CABG) procedure, the clips would occasionally fall out of the jaws during application causing minor tearing to the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.